Event description:
It was reported that the iab was inserted in a pt with an abnormally small femoral artery and aorta. When the iab was connected to the pump, it began to experience "high pressure" and "helium loss" alarms. Blood was also observed in the helium tubing. Because of this, the iab was removed. There were no pt complications.